Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the initial implant procedure when the lead was being repositioned due to high capture threshold, which was not believed to be due to lead malfunction. The guidewire was stuck in the lead where the suture sleeve had been used, so the lead was removed and replaced.